Event description:
This manufacturer report pertains to the second of two devices used in the same procedures. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation (sslf) procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, it was reported that the suture needle was not caught in the cage, and the needle holder would not retract into the device. Additionally, the suture also wrinkles up on the top with a little loop. The procedure was completed, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The manufacturer reports numbers 3005099803-2023-05763 are related to the same patient. Relevant information for each device will be captured accordingly. Block h6: imdrf device code a0510 captures the reportable event of a carrier retraction problem.

Event description:
This manufacturer report pertains to the second of two devices used in the same procedures. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation (sslf) procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, it was reported that the suture needle was not caught in the cage, and the needle holder would not retract into the device. Additionally, the suture also wrinkles up on the top with a little loop. The procedure was completed, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The manufacturer reports numbers 3005099803-2023-05763 and 3005099803-2023-05764 are related to the same patient. Relevant information for each device will be captured accordingly. Block h6: imdrf device code a0510 captures the reportable event of a carrier retraction problem. Block h10: the returned capio slim device was analyzed, and it was found during functional test that the device was deployed, however the device cage was unable to catch the suture. Therefore, the reported complaints of "cage failure to catch the needle," was confirmed. On the other hand, the reported events of "carrier retraction problem" and "suture failure to release" were not confirmed since during the functional test the carrier was able to extend and retract without any difficulty and the suture was released correctly. With all the available information, boston scientific concludes that after analysis, it is confirmed that the device cage was unable to catch the suture. Investigation conclusion code of "cause traced to device design" will be assigned to this event. Additionally, for the reported events of "carrier retraction problem" and "suture failure to release" the most probable conclusion code is no problem detected. All compiled information on this investigation determines that the most probable cause is "cause traced to device design". An investigation to address this problem is in progress. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.